Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The ECG "c" and "d" cable was pinched causing the faults. The root cause for the pinched cable could not be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.